Event description:
It was reported the patient had a device system that was implanted in 1986. The patient had not used the device for 18 years because the battery was dead. The patient's health care professional (hcp) wanted to replace the dead battery, but he did not want to replace the existing lead because the patient was in poor health. The patient had an existing lead and extension that were 26 years old. A revision was performed yesterday, but the existing extension did not fit into the pocket adaptor that was used to connect it to a new device. The patient was closed, and it was unknown if a new battery was actually implanted. The hcp was considering doing a second revision to replace the extension and trying to connect the existing lead to the new extension, but it was unknown if the lead would be compatible. The patient was going to have an x-ray the day of the report, but the next steps in resolving the issue were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that no other interventions were done on the patient. It was not known what the plan of action was for him.

Manufacturer narrative:
(B)(4).